Event description:
Customer was hospitalized due to high blood glucose levels. Prior to hospitalization, customer's pump got wet. Customer awoke with very high blood glucose levels the following day. Troubleshooting was not done as the pump was not available during the call.

Manufacturer narrative:
Unit alarmed a33 during the prime / a33 test due to a faulty force sensitive resistor. Unable to perform occlusion test due to a33 alarms.